Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) called to report a current issue with the acuvue oasys for astigmatism brand contact lenses. During the telephone conversation, the pt reported a diagnosis of ¿bacterial eye infection¿ in (B)(6) 2018 while wearing the acuvue oasys for astigmatism brand contact lenses. The pt went to the emergency room and was prescribed ¿zyloft¿ for a month. The pt stated the eye (affected eye was not provided) was ¿completely shut¿. No additional information was provided. Multiple attempts have been made to pt for additional medical and product information, but nothing additional has been received. It is unknown which was the affected eye. The suspect lot number is unknown. The suspect contact lens was discarded. No evaluation can be performed. This event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.